Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable rf telemetry. As a result, device replacement was recommended. This pacemaker remains in-service. No adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device is expected to be returned for investigation.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable rf telemetry. As a result, device replacement was recommended. This pacemaker remains in-service. No adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted and replaced with a new device. No additional adverse patient effects were reported. The device is expected to be returned for investigation.

Event description:
It was reported that this pacemaker recorded a code 1003, which states that the voltage is too low for projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted the battery impedance will continue to increase and eventually disable rf telemetry. As a result, device replacement was recommended. This pacemaker remains in-service. No adverse patient effects were reported.